Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have multiple input disks broken. Input disk #7 was found to be broken into pieces inside of the housing. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during the procedure, the input disk of the large hem-o-lok clip applier spun freely. The jaws would not open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the jaw movement occurred while attempting to apply the clip and there was no patient harm due to the issue. The clip applier was not stuck closed on patient tissue. There was no additional information available from the site.